Event description:
When monitor was initially attached to patient and powered up monitor check light came on. Monitor was turned off and all connections were checked. Monitor was powered up again and monitor light came on again. Monitor was then removed from the patients' home and replaced with a different one. The monitor in question was then returned to home office, where it is to be reported and returned to the manufacturer for check out and repairdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.